Event description:
It was reported that during a da vinci-assisted surgical procedure, an operating room (or) staff member indicated that during docking of the patient side cart (psc) earlier, universal surgical manipulator (usm) 1 and 2 moved on their own and nearly became contaminated. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found no associated errors. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer who informed the robot was moved with all drapes on all arms, and if the drapes were on tight and slight sensitivity of the usm spar released the brakes causing arm 1 and arm 2 brake to unlock and start to drift. The tse then advised the customer to manually press the clutch button on universal surgical manipulator (usm) to stop the drifting. The fse also explained that uneven or sloped flooring combined with natural gravitational forces can result in arm movement once brakes are disengaged and that this behavior is expected under these conditions and does not indicate a system malfunction. No site visit was required.